Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Mother stated that they have been traveling and going through a lot of airport scanners. Customer's blood glucose reading at the time of the call was 161 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.